Manufacturer narrative:
(B)(4). One vps g1+ biosensor stylet and one mc-35552-200a catheter were returned for evaluation. A visual examination revealed the stylet has separated as reported. The separated stylet was easily removed from the catheter during decontamination of the returned sample. The coaxial cable separated approximately 15 inches from the stylet tip. There is evidence of stretching of the polyimide tubing at the area of the separation, and the ends of the separated polyimide tubing appears to have been pulled apart and not cut. The catheter contains the distal portion of the separated stylet (coaxial cable and polyimide tubing), the ECG conductor is intact, but completely removed from the separated portion of the polyimide tubing , the proximal end of the stylet contains the remaining coaxial cable, the remaining polyimide tubing, and all of the ECG conductor. Microscopic inspection confirmed that the encapsulated transducer was intact. Other than the separation, no other defects or anomalies were observed on the returned stylet. No obvious defects or anomalies were observed on the returned catheter. The 55 cm catheter was intact and trimmed to 43 cm. The encapsulated transducer diameter of the returned vps g1+ stylet easily passed through the caliper blades when set at 0.0195 inches but did not pass through the blades when set at 0.0185 inches, indicating the stylet meets the 0.0185 / 0.0195 inches requirement of vps stylet drawing. The ECG conductor measured 35 inches from the end of the santoprene jacket which meets the 35.000 + / - 0.250 inches requirement of vps stylet drawing and indicates the ECG conductor did not separate. The total length of the two pieces of coaxial cable measured 35 inches from the end of the santoprene jacket which meets the 35.000 + / - 0.250 inches requirement of vps stylet drawing and indicates all of the coaxial cable was present after the separation occurred. An attempt to thread the returned stylet into the returned catheter was not performed due to the physical condition of the stylet. A known good stylet was successfully threaded into the returned catheter without flushing. No problem was found during insertion, advancing, or removal of the stylet indicating the catheter did not cause the separation. A device history record review was performed and did not reveal any manufacturing related issues. The report the tracker guidewire broke off and upon removal it was discovered it remained within the distal lumen of PICC was confirmed by evaluation of the returned stylet and catheter. A visual examination revealed the stylet has separated as reported. The separated stylet was easily removed from the catheter during decontamination of the returned sample. The coaxial cable separated approximately 15 inches from the stylet tip. There is evidence of stretching of the polyimide tubing at the area of the separation, and the ends of the separated polyimide tubing appears to have been pulled apart and not cut. The catheter contains the distal portion of the separated stylet (coaxial cable and polyimide tubing), the ECG conductor is intact but completely removed from the separated portion of the polyimide tubing, the proximal end of the stylet contains the remaining coaxial cable, the remaining polyimide tubing, and all of the ECG conductor. Microscopic inspection confirmed that the encapsulated transducer was intact. Other than the separation, no other defects or anomalies were observed on the returned stylet. No obvious defects or anomalies were observed on the returned catheter. The 55 cm catheter was intact and trimmed to 43 cm. Dimensional measurements confirmed the entire stylet body was returned and none of the stylet body remained within the patient. An attempt to thread the returned stylet into the returned catheter was not performed due to the physical condition of the stylet. A known good stylet was successfully threaded into the returned catheter without flushing. No problem was found during insertion, advancing, or removal of the stylet indicating the catheter did not cause the separation. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of the separation of the stylet could not be determined based on the evaluation of the returned sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the tracker guidewire broke off and upon removal it was discovered it remained within the distal lumen of PICC. The customer reports it has happened on more than one occasion with this current lot.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the tracker guidewire broke off and upon removal it was discovered it remained within the distal lumen of PICC. The customer reports it has happened on more than one occasion with this current lot.